Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. During the procedure, a 5.00mm/2.0cm/90cm peripheral cutting balloon was used. However, at first inflation, it was noted that the balloon ruptured at nominal pressure. Then, another 5.00mm/2.0cm/90cm peripheral cutting balloons was used. It was further noted that the balloon ruptured at nominal pressure during second inflation. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. During the procedure, a 5.00mm/2.0cm/90cm peripheral cutting balloon was used. However, at first inflation, it was noted that the balloon ruptured at nominal pressure. Then, another 5.00mm/2.0cm/90cm peripheral cutting balloons was used. It was further noted that the balloon ruptured at nominal pressure during second inflation. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and patient was good post procedure.

Manufacturer narrative:
A2- age at time of event: 18 years or older. E1- initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified in the balloon which is indicative of a leak. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure and a pinhole leak 3mm distal of proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. No other issues were identified during the product analysis.